Event description:
It was reported that a pump malfunction occurred. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. The customer took no action to treat the elevated bg level and contacted technical support, who provided assistance with resetting the pump and confirmed that the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue reappeared, which the caller acknowledged and understood.